Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited premature battery depletion due to high capture thresholds. The leadless pacemaker was disabled and a transvenous pacemaker was implanted. There were no patient consequences.